Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05/12/2025, it was reported by a sales representative via (B)(4) that an abs-10062t angel system with aspiration kit cartridge would not click into machine. This was discovered during the case and the case was completed with no patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6 complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is user error in the device, which can be attributed to misalignment and/or excessive force used during insertion.